Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance in the right ventricular lead. The right ventricular lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece with a stylet found inserted inside the lead. X-ray inspection and electrical testing found overtorque of the inner coil at the connector region, which is consistent with procedural damage. The cause of failure to advance the stylet was due to internal shorting due to an overtorqued inner coil. No other anomalies were seen with the exception of procedural damage.